Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. The report represents all information known by the reporter at this time.

Event description:
The facility reported an infusion pump where an overinfusion occurred during biomedical testing. The biomedical engineer at the facility reports that the pump is tested at 200 ml per hour, with the expectation that between 19 and 21 ml's would be delivered in six minutes. The facility's biomedical engineer stated that they have no record of any patient incident involving the pump since the last baxter service event.